Event description:
It was reported that gradual increase in right ventricular pacing lead impedance and elevated pacing thresholds since (B)(6) 2017 were observed. Pacing lead impedance is high, out of range. The patient is not dependent and was asymptomatic. Device was reprogrammed. Patient will be scheduled for follow-up in few weeks.